Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system presented at a follow-up visit with an infection and a lead had migrated. Oral medication was prescribed to help treat the infection which was unsuccessful. Two days later, the system was explanted.